Manufacturer narrative:
.

Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the left leg (l-1). It is reported that the patient suffered restenosis of the left sfa (l1) approx. 24 months post index procedure. The event was related to the treated lesion (l-1). The % restenosis was 100%. The left sfa to popliteal was treated with non-medtronic pta and non-medtronic stenting one day later. The investigator assessed that the event was not related to the study device, procedure or drug. The event was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.